Manufacturer narrative:
FDA registration number: (B)(4).

Event description:
Healthcare professional reports an issue with aquacel foam adhesive dressing used on a (B)(6) year old male patient with infected leg ulcer and edematous and fragile skin. An aquacel foam adhesive dressing applied to the wound. One week later at first dressing change the peri-wound skin was described as red hot and very painful. The dressing was discontinued and nonadhesive dressings applied until the wound healed.